Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400 mg/dl; highest bg value was not known. Cause of bg was due to not delivering a correction bolus after consuming food. Manual injections were administered to address bg and customer visited the emergency room (ER). No treatment/medical intervention was required while at the ER due to the customer's bg starting to decrease at arrival. Customer left the ER 4 hours later with bg of 210 mg/dl.